Event description:
It was reported the patient had lost weight recently, and she felt a burning sensation at the implantable neurostimulator (ins) site. Patient also felt tender in her lower back and up to the buttocks on the left side.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had an appointment with their healthcare professional on monday((B)(6) 2016?). If additional information is received, a follow up report will be sent.